Event description:
While performing a robotic assisted laparoscopic right radical nephrectomy. Towards the end of the procedure, when removing laparoscopic access ports the airseal access port (ref# ias12-120lpi) broke apart inside of the patient.